Event description:
It was reported that the event log file displayed power cable disconnect and low power hazard alarms on (B)(6) 2025 at 1925 while tethered to the mobile power unit (mpu). These alarms appeared to be caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power being briefly interrupted to the mobile power unit (mpu) was confirmed via log file analysis. Review of the submitted log files revealed on (B)(6) 2025 at 19:25:57, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power alarms within 5 seconds. The alarms resolved by 19:26:01, once external power was restored to the mpu. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.